Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice automated pd set with cassette had particulate matter inside the tubing. This was identified prior to use. The particulate matter was further described as ¿looked like a copper or a bug¿ (no further detail). There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection found particulate matter inside tubing to be pin build up broken off during the extrusion process. The reported condition was verified. The cause of the condition was manufacturing related, no other defects were observed. Should additional relevant information become available, a supplemental report will be submitted.